Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals that resulted that this implantable cardioverter defibrillator (ICD) delivering inappropriate anti-tachycardia pacing (atp) therapy. The patient was brought into the clinic and it was noted that the rv lead exhibited pacing inhibition, loss of capture, and noisy signals, and the rv lead was found to be fractured. Which led to the patient experiencing syncope, loss of consciousness, and cardiac arrest. The settings were adjusted. The patient is continuing to be monitored. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. The rv lead remains in service and was reprogrammed. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals that resulted that this implantable cardioverter defibrillator (ICD) delivering inappropriate anti-tachycardia pacing (atp) therapy. The patient was brought into the clinic and it was noted that the rv lead exhibited pacing inhibition, loss of capture, and noisy signals, and the rv lead was found to be fractured. Which led to the patient experiencing syncope, loss of consciousness, and cardiac arrest. The settings were adjusted. The patient is continuing to be monitored. Subsequently, a revision procedure was performed and the ICD and the rv lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noisy signals that resulted that this implantable cardioverter defibrillator (ICD) delivering inappropriate anti-tachycardia pacing (atp) therapy. The patient was brought into the clinic and it was noted that the rv lead exhibited pacing inhibition, loss of capture, and noisy signals, and the rv lead was found to be fractured. Which led to the patient experiencing syncope, loss of consciousness, and cardiac arrest. The settings were adjusted. The patient is continuing to be monitored. Subsequently, a revision procedure was performed and the ICD and the rv lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory in two segments, having been severed during the explant procedure. The visual examination also noted that the helix mechanism was in an extended position. Dried blood was noted around the helix. Subsequent testing was performed separately on each segment, and it was determined evidence of overload fracture.